Manufacturer narrative:
(B)(4). The customer reported that during the operational check the device would not charge or shock. There was no patient involvement. The device was evaluated at philips. The reported symptom was reproduced. Upgrading software resolved the reported symptom. The device passed all testing and was returned to the customer.

Event description:
The customer reported that during the operational check the device would not charge or shock. There was no patient involvement.